Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the distal part of glass cap and metal cap are detached and not returned. The glass cap exhibits severe devitrification at output window; the outer flow tubing open end exhibits minor scratch marks, and severe contamination, likely biologic. The connector cone, segments, and tabs appear in good condition and secured. The fiber connector passed the signature verification fixture test. Cap wear and cap detachment are known inherent risk of device. Cap wear was accelerated due to anatomical/procedure factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. In addition, analysis identified the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of metal cap. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along length of fiber. Due to the observed glass cap circumferential fracture on the distal side, the potential for forward firing may exist. Based on the glass cap circumferential fracture at distal side and metal cap detachment, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the cause resulting in the observed circumferential fracture.

Event description:
Analysis of the device found that the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The distal part of glass cap and metal cap are detached and not returned. Based on device analysis, the potential for forward firing may exist. There is no indication of patient injury.